Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. In the absence of device returned for analysis, a conclusive cause for the reported resistance deploying the thumb advancer, failure to split the sheath and component detachment could not be determined. A conclusive cause for the reported patient effects of thrombosis, and the relationship to the product, if any, cannot be determined. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The customer reported the device was not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a right common femoral artery (rcfa) was attempted using a starclose se device with a 6f sheath after a renal angiogram interventional procedure. Reportedly, resistance was felt during thumb advancement, the sheath did not split completely. The safety release was used and the device was removed. Manual arterial compression was used to achieve hemostasis. No pulse was noted, fluoroscopy revealed a foreign metal piece in the rcfa. A thrombus developed, blocking flow to the artery. Surgery was performed to retrieve the foreign metal piece and re-establish blood flow. The artery was closed via surgical suturing. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.